Manufacturer narrative:
The pump was returned to mmdg for evaluation, and is being subjected to a number of tests. Its internal event log is also currently being reviewed. The pump did not alarm due to a user setting that mutes the audible alarm. The device alarm performed according to specifications during testing, further testing is being done to evaluate the other allegation.

Event description:
The initial reporter stated that the pump did not dispense formula, and also did not alarm. A patient was reported to be involved, but the initial reporter did not provide any additional information as to the status of the patient after the reported event. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. During the investigation, a review of the pump log was performed. It was found that the pump had alarmed, as designed, and that the user then turned the pump off. No malfunction occurred.

Event description:
The initial reporter stated that the pump did not dispense, and also did not alarm. This follow up is being filed to include the results of the investigation. (B)(4).